Event description:
It was reported that product performance data was reviewed and classified as noise, inappropriate device detection, and inappropriate treatment. The right ventricular lead and device remain in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 7299 implantable cardioverter defibrillator (B)(6) 2005; 4194 implantable pacing lead (B)(6) 2005. (B)(4).